Event description:
Caller reported that pump battery would not charge, despite using tandem charging cable and attempting to charge via wall outlet. There was no adverse impact to customer's blood glucose level. Customer tried different wall adapters and charging cables without success. Technical support (cts) decided to replace pump, which was under warranty. Customer planned to use multiple daily injections as a backup therapy and was instructed to put pump into storage mode before returning it with a pre-paid label.